Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A110208 was for the system rebooting itself. A1102 was coded for error 64. H3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: software data was received for analysis. A software failure was confirmed. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that  after verifying registration to go into navigation, error 64 occurred. The system reboots by itself. Registration was saved after the reboot, surgery continued as intended with no additional issues. There was no patient impact and a delay of less than one hour.